Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 45 mg/dl at time of incident, had treated with glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer stated that they was disconnected during the rewind or prime sequence. Customer stated that the programming was accurate. Customer did not want to continue troubleshooting as they had taped over infusion set and could not remove the tape to disconnect. The device will not be returned for analysis.